Event description:
The customer reported that the device jaws could not be re-opened during a large bowel resection and that the device was removed from tissue manually with no tissue damage or patient injury. The surgeon opened another instrument to complete the procedure with no further difficulties. The device was returned with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.